Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for the explant surgery. The patient also reportedly experienced infection at the implant site (specific date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.